Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they put themselves in MRI mode for an MRI and also a procedure and when they attempted to exit MRI mode and turn stimulation back on, they were unable to do so. Pt confirmed there was a green highlighted box around group b on their controller. Pt also stated they attempted to increase stimulation and still couldn't feel it. Pt stated normally they can feel stimulation and felt it up until the put themselves in MRI mode, now they're unable to feel it anymore. Pt stated they left a voicemail for mdt rep, susan about 30 minutes prior to calling patient services (ps), but hasn't heard back yet. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.